Manufacturer narrative:
(B)(4): eval results: root cause of event is undetermined; death.

Event description:
An endeavor rx stent was deployed to the right coronary artery after a rotablator was used due to calcification at the lesion. Two non-medtronic brand stents were also deployed. Approx 18 months post index procedure, the pt passed away suddenly. The physician commented that the root cause of the death is unclear, and it is unk if a stent thrombosis occurred or not because no angiography was performed. The physician also stated that it would not be possible to identify if the deployment of other branded stents along with the endeavor rx stent impacted the reported event.